Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported low flow events; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported anemia could not be conclusively established through this evaluation. The second controller event log file contained data from (B)(6) 2021 03:37:42 through (B)(6) 2021 08:13:14. 17 low flow fault flags were captured, resulting in 4 low flow hazard alarms on (B)(6) 2021. A specific cause for these alarms could not be determined through this evaluation. The lvad periodic log files captured the estimated flow below the 2.5 lpm threshold once on (B)(6) 2021. The remaining log files were unremarkable and captured the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. G, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22mar2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had anemia for over a week before reported event. Blood pressure was in 70-90 mmhg and depended on dose of medication. Morning of reported event, patient collapsed while brushing their teeth. At that time lvad (left ventricular assist device) flow was 1.8-1.9 lpm. When the flow was increased to normal at 3.0-3.5, patient felt better. Patient was waiting for computed tomography (CT) scan queue and to check for stroke. During analysis of the (B)(6) 2021 log files, observed 120 pi (pulsatility index) events that were occurring from 5:31:10 to 14:15:59. All pi events will cause the device speed to drop to its low speed limit, which was set at 4600 rpm. During analysis of the (B)(6) 2021 log files, observed 111 pi events that were occurring from 3:37:42 to 8:13:13. All pi events will cause the device speed to drop to its low speed limit, which was set at 4600 rpm. Log files also observed low flows with high pi readings.